Event description:
Customer reported an interlock error code was displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock controller pcb. System operates as intended.